Event description:
Boston scientific received information that this right atrial (ra) lead was explanted and replaced due to an infection. There were no additional adverse patient effects reported.

Manufacturer narrative:
This ra lead was discarded at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.